Event description:
It was reported that a right atrial (ra) lead was explanted due to fracture resulting in oversensing in noise. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that a right atrial (ra) lead was explanted due to fracture resulting in oversensing in noise. Another lead was successfully implanted. No additional adverse patient effects were reported.